Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 579755) and tip was returned for evaluation. The returned driver was examined with magnified photography. The driver exhibits general wear. The epoxy band was worn away to expose a gap of bare metal. There were light scratches on the driver's body and laser markings. Additionally, there was a oscillating wave pattern scratch near tip-end of driver; visible near UDI laser markings. The tip of the driver is broken; the part was separated into at least two fragments. The main body's drive interface terminates with multiple fracture surfaces, including some that were oblique/angled and therefore not perpendicular to the device's axis. The fractured surfaces are slightly cupped but exhibit no stretching or necking near edges (i.e. No ductility). The broken-off tip exhibits fractured surface phenomena similar to the main body. In addition, the lobes of the drive feature present on the tip are twisted and worn/deformed. One of the lobes was also partially detached from the driver tip. The returned device and returned tip were measured indicating no material was missing. The observed driver damage does not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggests a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Pure torsional brittle failure results in a fracture plane perpendicular to the device's axis; as the returned part exhibits an oblique/angled fracture plane, as well as twisted drive feature lobes, this may suggest that the device could have failed in a brittle manner during torsion with a potential additional off-axis loading component. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a routine aculoc2 plate system removal surgery, the t8 stick fit hexalobe driver tip (part number 80- 0759, batch number 579755) broke. The surgery was completed after a 5-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00417 for the driver involved in this event.